Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 or (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device #1) or an unspecified bard/davol ventralex (device #2). Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the sepramesh ip (device #1) and the ventralex (device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."